Event description:
Additional information was received that the patient was going to be seen in the clinic. Technical services discussed possible causes for the clinical observations and provided additional troubleshooting and programming options. No adverse patient effects were reported.

Event description:
Additional information was received that this patient was seen in the clinic. The physician performed pocket manipulation, which did not reproduce noise on either the right atrial (ra) or right ventricular (rv) channels. The patient performed isometric exercises, which showed noise on both channels. It was noted the noise was not oversensed by the device, but was seen on the electrogram. No reprogramming was performed. The ra and rv leads were already programmed to least sensitive. The physician would like to bring the patient into the lab in the near future to assess device and lead integrity. Depending on the results, the physician may replace this cardiac resynchronization therapy defibrillator (crt-d) and associated leads. The physician did not provide a specific date for when the procedure would take place. It was noted there were no adverse patient effects associated to the lead noise or pacing inhibition. There were no new noise or pacing inhibition events recorded over the last several months. At this time, evidence suggests this crt-d and associated leads remain in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system displayed noise on both the right atrial (ra) and right ventricular (rv) channel. Pacing inhibition was observed, but the duration remains unknown. It was noted the patient is dependent. Technical services discussed programming options. At this time, this crt-d remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. A new right ventricular (rv) lead was implanted and connected to the rv port of the new device. Per the physician's discretion, the pace/sense portion of the old rv lead was connected to the left ventricular (lv) port of the new device to provide back up pacing if needed in the rv. The physician planned to program the old rv lead off at a future date. No additional adverse patient effects were reported.